Event description:
Units are displaying e1, e2, e4 errors. Facility was setting up for a craniotomy. Attempted set up with both facility owned units and accessory sets. Could not get units to work. Total time delay was 20 - 30 minutes going from machine to machine with handpieces. Were able to remove the tumor; however, were never able to use aspirator. Surgery was completed as expected. No pt injury.

Manufacturer narrative:
Two units were involved in the same incident. Facility could not get either unit to work.